Event description:
It was reported to philips that the device failed self-test. There was no report of patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which the issue was not replicated. The device passed testing. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was caused by unintended user error. The device remains at the customer site and no further evaluation is warranted at this time.